Event description:
Patient heard to be moaning and rn found patient on floor in front of the chair. Patient on chair alarm which did not sound. Chair alarm and chair pad replaced. Noted to have been a malfunction of the chair alarm.